Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The non- invasive ventilation (niv) was replaced to resolve the issue. Reported complaint will be noted during preuse testing, as contained in the user manual. Unit is designed to alarm, notifying user of reported condition. Unit continues to ventilate and alarms remain functional. The issue was not a reportable malfunction.

Event description:
It was reported that there was a malfunction resulting in loss of mechanical ventilation. There was no patient involvement.

Manufacturer narrative:
Ge healthcare âs investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no report of patient involvement. Block e1: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Block d4 unique identifier: (B)(4). Legal manufacturer: hcs madison - 3030 ohmeda dr, USA, madison, wi 53718 h3. Other text : device evaluation anticipated, but not yet begun.